Event description:
The customer reported that the device had a sticky plunger. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced tube drive, front cover, rear case, lt/rt handle, barrel clamp, sleeve drive, wiper seal, flange gripper, lens indicator, carriage block assy, small/large gear claw and rt iui. Performed calibration. A review of the device history record showed the device had a manufacture date of 28 mar 2013. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6)was performed which confirmed that this device was involved in a production failure (B)(4) for channel error 354.6770 which does not correlate to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to sticky plunger of the tube drivearm syringe/pca. A review of the complaint history record in trackwise and sap was performed for the (B)(6) which did confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced tube drive, front cover, rear case, lt/rt handle, barrel clamp, sleeve drive, wiper seal, flange gripper, lens indicator, carriage block assy, small/large gear claw and rt iui. Performed calibration. A review of the device history record showed the device had a manufacture date of 28 mar 2013. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was involved in a production failure q6 200167464 for channel error 354.6770 which does not correlate to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to sticky plunger of the tube drivearm syringe/pca. A review of the complaint history record in trackwise and sap was performed for the sn (B)(4) which did confirm similar complaints with the same or related failure mode for this customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. CAPA #: (B)(4) for syr gripper, CAPA #:(B)(4) for syr rear case, CAPA #: (B)(4) for iui conn issues.

Event description:
The customer reported that the device had a sticky plunger. There was no patient involvement.